Event description:
It was reported that the patient presented to the clinic remotely via data transmission with episodes of non-sustained right ventricular oversensing (nsrvo). Upon examination, it was found that the noise oversensing persisted after programming changes were made. Deep breathing and coughing test by the patient showed noise. Technical services evaluation suspected it may be due to positioning of the leads that could be causing myopotential oversensing. Right atrial (ra) lead sensing was decreased to avoid further noise detection. An in-clinic visit observed that noise was no longer seen. The patient will continue to be monitored. The patient¿s condition is stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".